Event description:
It was reported that a patient's right ventricle leadless pacemaker (rvlp) was dislodged. The physician elected to retrieve, explant, and replace the rvlp. The patient was discharged following the procedure.